Event description:
It was reported that the patient was experiencing pain at the groin area and was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional and had to be charged frequently. The patient underwent an ipg explant procedure.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
Sc-1110-02, sn: (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The ipg passed device history record and sterile record review.

Event description:
It was reported that the patient was experiencing pain at the groin area and was not getting an adequate pain relief. It was also noted that the ipg was nonfunctional and had to be charged frequently. The patient underwent an ipg explant procedure. Additional information was received that the primary concern was infection and/or leakage from the battery. The patients infection was not device nor procedure related and the cause was unknown. The patient was placed on antibiotics after the explant procedure.